Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8436-70, serial number: (B)(6), batch/lot number: 7077789, model/catalog description: coveredge 32 MRI paddle lead 70cm, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient had developed an infection. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were kept by the patient. No further information has been obtained.